Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported the death of his wife. Caller stated that his wife was feeling ill on (B)(6) 2013. She did not eat and had a possible insulin reaction. Caller stated that her heart gave out. Cause of death was heart failure. Customer was wearing the insulin pump at the time of death. Customer will donate the insulin pump and will not return the insulin pump for analysis. Nothing further reported.